Event description:
It was reported the pace/sense portion of the lead was capped and replaced, due to an unexplained high number of short interval counts. It was also reported that noise had been seen on the egm and in the past. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.